Event description:
The recipient is reportedly experiencing electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's electrode was reportedly found to be in place, only the lead had extruded into the canal due to cholesteatoma and infection. On (B)(6) 2017, the recipient underwent a debridement and reconstruction of the ear canal.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient was reportedly treated with augmentin for 10 days. There was a single episode of drainage. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well and everything looks good. The recipient remains implanted. This is the final report.